Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notification. The alert was due to rv lead impedance that was low and out of range. This was the only out of range measurement, and since then the impedance has been stable. There was also some noise noted on the rv lead, which could not be reproduced in clinic. The patient has no symptoms and will continue to be monitored.